Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair surgery, when advancing the knot of four (4) fast fix flex, the thread suddenly broke; therefore, the implants had to be completely removed. Surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5, d4: lot number, expiration date, h4¿.

Event description:
It was reported that, during a meniscus repair surgery, when advancing the knot of three (3) fast fix flex, the thread suddenly broke; therefore, the implants had to be completely removed using tweezers. Surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed three devices were returned outside of original packaging. The anchors and suture were not returned with two of the devices. The anchors and suture were returned with one device. No physical damage visible to any of the devices. A functional evaluation revealed the devices actuated as expected. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture drawings found that a material certificate of analysis is required with each lot. There was no relationship found between the device and the reported event. No containment or corrective actions are recommended at this time.